Manufacturer narrative:
Phone number: reporter phone number was reported as (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had alarmed upstream occlusion nine times over the course of 30 minutes during 'standard neuro' infusion therapy, a medication infused cold. The device also alarmed a "max air in line alarm" with small bubbles noted. The event occurred on floor 6. There was no known patient injury or medical intervention associated with this event. No additional information is available.